Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, tip electrode insulation pulled apart (overstress); full lead returned and analyzed.

Event description:
It was reported that the atrial lead was no longer capturing and a revision attempt had been planned. It was further reported that there were high thresholds and a microdislodgement. During the attempt, the physician chose to explant and replace the lead due to the patient having previously had bypass surgery resulting in not much of an atrial appendage left. No patient complications have been reported as a result of this event.